Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed. The device recorded a lead integrity alert for lead failure predictor on (B)(6) 2011, sensing - oversensing one vf=210 ms on (B)(6) 2011, and sensing - interference/noise incrementing the ventricular short interval count where v-sic=18.5 counts avg/day, in 28.88 days, between (B)(6) 2011.

Event description:
It was reported that the lead integrity alert tripped five days post implant for noise and non-sustained tachycardia episodes. Oversensing and an unstable lead impedance were also reported. The patient was taken to the operating room for a lead revision. All measurements were in the acceptable range, the set screw was tight and the pin was in the header. It was thought that there had been an intermittent contact with the ring electrode prior to the revision. The lead remains in use. No patient complications have been reported as a result of this event.